Event description:
According to the available information, there is an inflation issue with the implant.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.